Event description:
"Shockwave catheter would not connect to the shockwave console - shockwave error displayed. The catheter was removed and replaced with another shockwave catheter that also failed when connected to the console with an "end of life" status on the shockwave console." Manufacturer response for shockwave catheter, shockwave catheter (per site reporter). Mfg notified by site.